Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26206. It was reported during a lead revision surgery, the pt suffered a csf leak. It was reported the pt was asymptomatic in post-op. F/u info identified the pt received a blood patch and was hospitalized for 2 nights due to headache and numbness in buttocks and legs. F/u info identified the headache is much better and leg numbness was almost gone.